Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up there were no signs of thrombus, the patient was placed on dual antiplatelet therapy (dapt). At the routine six (6) month follow up a mobile thrombus was noted on the face of the closure device. The patient will be placed on eliquis without aspirin due to sensitivity to gastrointestinal (gi) bleeds. A follow up transesophageal echocardiography (tee) will be performed to see if the clot resolves.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up there were no signs of thrombus, the patient was placed on dual antiplatelet therapy (dapt). At the routine six (6) month follow up a mobile thrombus was noted on the face of the closure device. The patient will be placed on eliquis without aspirin due to sensitivity to gastrointestinal (gi) bleeds. A follow up transesophageal echocardiography (tee) will be performed to see if the clot resolves.